Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) with rods and interbody device from l4 to s1. The patient had revision surgery two years post-op for adjacent level spondylolisthesis at l2/l3. Reportedly, fusion had occurred from l4 to s1. It was discovered during revision surgery, the bumper at l3 on two rods were broken. The cable had frayed and pulled through the rods from the bumper portion onward. The rods had disengaged from the bumper, allowing the screw to spin freely; this occurred after the frayed cable was removed. Two rods were removed. The rods were replaced with spinal fixation devices and a competitor interbody device. No patient complications were reported.

Manufacturer narrative:
(B) (4): the rods were returned for evaluation. Visual and microscopic examination confirmed the cable breakage. The shape of the fracture surfaces suggests shear loading as the potential mechanism of failure. Visual examination of the screws and set screws returned did not reveal any functional defects.